Event description:
It was reported that the tps universal driver was smoking during testing at the user facility following a procedure. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device did not smoke during functional testing due to it being seized. Upon disassembly, the device was found to have melted flex strips and damaged face gear teeth. The most likely cause for smoking would be the melted flex strips.